Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing low pacing lead impedance on the ventricular lead. Patient will continue to be monitored. Device remains implanted.